Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate auto mode switching episodes due to competitive atrial pacing was observed. The patient was unaffected by the event. No programming changes were made. Patient will be monitored through merlin.net transmissions.